Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited c-cover (distal end) was burned and air water cylinder and tube had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d8, h3, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the reported events could not be identified. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscope: the user can reduce/detect the event in accordance with the following IFU. Using endo therapy accessories. Olympus will continue to monitor field performance for this device.